Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up visit, this patient developed a pericardial effusion post implant. At this time no medical intervention has taken place and the device remains implanted. No additional adverse patient effects reported.